Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated, the act button was not responding correctly. It was also found the insulin pump did not progress to the proper screen when a button was pressed. It was found the main menu did not always appear when the backlight button was pressed. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer also reported being hospitalized recently for a non-diabetic reason. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent up button response due to a flattened button dome switch. The pump had minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.